Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The vad coord stent a note, along with the waveforms, stating that during the pt's previous pump exchange they were not able to replace the inflow valve. The pt had recently been admitted with congestive heart failure and acute renal failure. He was at a fixed mode of 80 bpm to lesson the wear on the pump. When the pt was switched to auto mode, the rate increased from 50 bpm when he was lying down, to 120 bpm when he sat up or stood up. An echo was performed and there was no evidence of regurge. The pt's flows were confirmed during the echo. The pt was then placed in auto mode and his kidney function returned. During the analysis of the waveforms, it was determined that the current draw was normal, however, there was some noise on the waveform which may be from the controller or the power base unit. The pt remains on lvad support.

Manufacturer narrative:
Pt remains on lvad support. No further info is available at this time.